Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two non-penumbra coils and one pod pc. While advancing the next pod pc through the lantern, resistance was encountered and the coil became stuck approximately forty centimeters from the proximal end. Subsequently, the pod pc was found to have unintentionally detached in the same location inside the lantern. Therefore, the lantern containing the detached pod pc was removed and the coil was flushed out on the back table. The procedure was completed using the same lantern, one pod pc, one ruby coil, and two other coils. There was no report of an adverse effect to the patient.